Event description:
(B)(6) male patient contacted zoll customer support to report add gel or replace belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel or replace belt messages) was confirmed. Upon receipt the dn to rear te cable was pulled from strain relief. The root cause for the damaged cable cannot be positively determined but is likely excessive force. No adverse event resulted from the damaged cables. The patient received a replacement electrode belt.